Event description:
It was reported that the device system was explanted due to a catheter occlusion. The patient had exhibited increased spasticity and catheter aspiration during a dye study had been unsuccessful. At the time of report, there was no patient injury. The device system was used to deliver baclofen. Three weeks later, it was reported that there was no suspicion of malfunction with the pump; the physician had opted to replace the pump to remove all variables. The location of the occlusion had not been determined. It was indicated that the patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter segment ((B)(4)) found a non-significant indent in the cup of the sutureless connector; however, it hadn¿t affected infusion. Final analysis of the catheter segment ((B)(4)) found a couple of compressed areas on the body of the catheter. During patency testing, the technician was unable to break an occlusion. He tried a guidewire pin to help break it, but was unsuccessful the first time. The guidewire pin could not pass one of the compressed areas of the catheter. With multiple attempts, the technician was able to successfully break the occlusion while applying some force. In addition, pressure testing revealed a leak in the catheter in an area 9.5 cm from the proximal end of the segment. Under microscope inspection found a tiny hole, though it is not possible to determine how the hole may have occurred. It was noted that the hole was not related to the manufacture of the catheter.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.